Event description:
A surgeon reported seeing "bubbles' in the intraocular lens (iol) in both eyes of a patient following iol implant surgery. The surgeon stated there were no visual acuity issues with this patient. Additional information was requested and received. There are two medwatch reports being filed for this report. 1119421-2008-00347 - first eye, 1119421-2008-00353 - second eye.

Manufacturer narrative:
Reporting of this complaint is based on the establishment of a new two year rule as of december 14, 2006 regarding a previously filed MDR for complaint. Due to the establishment of this two year rule, a retrospective review of all similar complaints was conducted. This MDR filing is a result of that retrospective review. Evaluation summary -- the complaint device associated with this report was not received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested on 10/02/2007 by phone, on 11/07/2007 and 11/19/2007 by mail and on 11/19/2007 by fax.